Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced kinked cannula symptoms/issue after three hours of insertion. At the time of the event his blood glucose level was reported as 400-500 mg/dl which they tried to treat with a bolus via the pump. Further, they replaced the infusion set and insulin was resumed successfully. However, on (B)(6)2021, he went to the emergency room with blood glucose level of 400-500 mg/dl due to a bent cannula and high ketones. Further, he stayed for two days in the emergency room as he experienced diabetic ketoacidosis from a kinked cannula and his health care professional assessed the ketone level as dangerous/ life threatening. Subsequently, he was admitted in the intensive care and was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) which resolved the issue. However, he had been not released yet from the hospital (on the day of this report) but had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.